Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted may 9, 2005, displayed a fault message indicating the device had reached end of life (eol). The monitoring voltage was 3.21v and the last charge time (CT) was 7 seconds. The device has been implanted 7 months. ,